Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing set infusing normal saline separated before the 2nd (middle) smartsite. There were IV antibiotics infusing via a short set primary tubing set attached to the 2nd smartsite and it is unclear whether the fluid that leaked onto the floor was normal saline or antibiotics. There was no patient harm.

Event description:
The customer reported that the tubing set infusing normal saline separated before the 2nd (middle) smartsite. There were IV antibiotics infusing via a short set primary tubing set attached to the 2nd smartsite and it is unclear whether the fluid that leaked onto the floor was normal saline or antibiotics. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection showed that the macrobore tubing was completely separated from the smartsite inlet port below the lower fitment. Functional testing was not performed due to the separation, which was leaking fluid. Visual inspection under magnification showed that both sides of the tubing had insufficient solvent applied. Dimensional analysis was performed and the tubing measured within specification. The root cause of the customer¿s experience was a manufacturing issue of insufficient solvent being applied at the junction of the macrobore tubing.

Event description:
The customer reported that the tubing set infusing normal saline separated before the 2nd (middle) smartsite. There were IV antibiotics infusing via a short set primary tubing set attached to the 2nd smartsite and it is unclear whether the fluid that leaked onto the floor was normal saline or antibiotics. There was no patient harm.